Manufacturer narrative:
The device history record (DHR) was reviewed indicating that product and specification requirements were met with no non-conforming product identified relating to this customer report. The manufacturing site received seven syringes sealed in their packages for evaluation. Five of the samples from lot number 829226x and two from lot number 813424x. No visual issues were observed. Leak testing was performed on all of the syringes. Leak testing is performed to ensure the syringe draws, holds, and expels fluid properly. No leaking was observed. As a result of the testing, the reported condition has not been confirmed. No problems were confirmed as a result of a thorough product analysis and investigation, therefor no root cause could be identified. Complaint trends are evaluated during the monthly corrective and preventative action (CAPA) meeting to determine if a CAPA is warranted. At this time, there is not enough information and a CAPA will not be initiated. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the product was drawing air instead of blood.